Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, a cracked case at a display window corner, minor scratches on the display window, and a scratched reservoir tube window.

Event description:
It was reported by the customer's mother that the customer had a no delivery alarm on the insulin pump. It was explained that the recurring no delivery alarm may be due to site, set, or reservoir issues. Troubleshooting was completed previously with changing sets or trying other sets. Customer has tried different cannula lengths. Customer was advised to avoid bending the tubing where it connects to the reservoir. It was explained that strain on the tubing at the tubing connector cap may contribute to a no delivery alarm. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.